Event description:
A malfunction was reported on the pump by the customer, although no notable events occurred before it. There was no adverse impact on the customer¿s blood glucose level. The customer performed a pump reset prior to contacting technical support and the malfunction did not recur. Consequently, the customer was advised to continue using the pump and to contact technical support if the issue reoccurs, which the customer acknowledged and understood.